Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Pericardial effusion. Heliostar balloon af ablation; as per the hospital's policy, an echocardiogram was performed immediately after the procedure. It was noted that there is a pericardial effusion and after some discussion with fellow consultants, the operator decided to perform pericardiocentesis. During the pericardiocentesis procedure 455 ml of fluid was removed from the patient. There was a slight drop in bp but the patient was stable throughout the procedure with no change in baseline hr/rhythm. The patient was kept overnight for observation. The operator is unable to identify what might have caused the event, there was no difficulty seen during the transeptal puncture and there were no events/errors/steam pop seen during the rf ablation. Patient is stable.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, d9, g1, g3, g6, h2, h3, h6, h10 & h11. Correction d9: product returned was for a different event. The device used in treatment. The device was not returned for analysis. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. There was no specific performance-related device failure reported by the user. Attempts were made to obtain additional information regarding the event; however, the customer could not provide any information. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.